Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cutter was faulty during a vitrectomy surgery. The product was replace and the procedure was completed without harm to the patient.

Manufacturer narrative:
One complaint sample was returned for evaluation. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was visually inspected and deemed conforming. An actuation test was performed and deemed nonconforming. The cutter does not close completely. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was no resistance felt when removing the inner cutter from the needle. The inner cutter was slightly bent. There were gouge marks at the slight bent area and wear marks at the bend area of the inner cutter. The actuation test was retested after the disassembly and the test was deemed conforming. The initial test was deemed nonconforming, due to the cutter not closing. A retest showed the cutter was able to actuate. An initial actuation test failure most likely occurred due to the bent inner cutter causing interference with the needle. Additional testing without the needle showed that the probe engine worked properly. This test is considered conforming. The complaint evaluation does confirm the probe had a problem with actuation, which can be attributed to the customer¿s reported event. The root cause for the probe not functioning correctly can be attributed to the bent inner cutter. However, how or when the inner needle became bent cannot be determined conclusively. A bent inner cutter will cause interference between the needle and result in an actuation failure. (B)(4).